Event description:
It was reported by the caller, a clinical account specialist, that a pericardial effusion was discovered after completing all the pfa lesion, and noticed that the blood pressure had dropped. They checked with ultrasound and found a significant effusion. The caller reported that the medical intervention provided was pericardiocentesis and sternotomy to repair the right ventricular apex. The patient's last known status was stable. The caller stated that a third party deca-polar catheter may have been the cause according to the physician. The bwi product in the body was. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).